Manufacturer narrative:
Unable to perform pre-repair temperature test as motor was not rotating and console showing error code 15. Visual inspection found the handpiece to be cosmetically not ok. Connector has dent and thumb wheel was jammed. The blade/bur was not rotating and the hi-pot test failed. Motor cable assembly found faulty and it needed to be replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece motor was not working properly and was getting hot. Event found pre-op. There was no patient involvement. On follow-up, it was reported that the device got overheated within a minute. No back-up device was used as the issue was found during pre-check. No procedure was planned.